Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's atrial lead exhibited unspecified oversensing episodes. The intervention and patient's condition were unknown.